Event description:
On 17-jul-2025, the following information was provided by the nurse: the backing allegedly from 3m¿ red dot¿ repositionable monitoring electrodes got stuck in a patient¿s throat. On 29-jul-2025, the following information was provided by the nurse from the medsun report (B)(4): patient presented for penile plication on [redacted date]. Surgery was performed under general anesthesia and there were no noted complications. The patient recovered in pacu [post anesthesia recovery unit] and was discharged home the same day. Later that day, the patient called the surgeon¿s office with complaints of severe throat pain with eating and drinking. The patient was instructed to buy over the counter chloraseptic throat spray for relief and to use tylenol and motrin for pain. The office also notified anesthesia. The patient continued to complain the following day with similar symptoms and his pcp [primary care provider] ordered prednisone. Anesthesia reached out to the patient as well on [date redacted] and advised visiting the ed [emergency department] or pmd [primary medical doctor] with any ongoing symptoms not relieved with the current regimen. On [date redacted] - 4 days after the surgery, the patient presented to a walk-in clinic with additional complaints of weight loss, inability to eat, increased clear secretions and on-going throat discomfort. They were evaluated with no significant findings. The clinic recommended further follow up with ed or surgery/anesthesia. On [date redacted] - 5 days after surgery, the patient presented to the head and neck clinic for evaluation. Here a flexible laryngoscopy was performed that identified a clear plastic foreign body wedged in the post-cricoid region. The patient was promptly scheduled for a direct laryngoscopy in the or under general anesthesia for removal of the foreign body that afternoon. The plastic piece, which is believed to be the backing of a 3m¿ red dot¿ repositionable monitoring electrode lead sticker, was removed and sent to pathology for gross only evaluation. The patient tolerated the procedure well and was discharged home the same day.

Manufacturer narrative:
The alleged event was determined to be a serious injury based on the additional information received on 29-jul-2025 indicating the foreign object, alleged to be 3m¿ red dot¿ repositionable monitoring electrode backing, required removal under general anesthesia in the or. The device has not been returned to solventum for analysis and no lot number was provided. Complaints were reviewed with no adverse trend observed. Solventum will continue to monitor. Instructions for use state the 3m¿ red dot¿ repositionable monitoring electrode 2600 series (2660 and 2670) are intended to be used by healthcare professionals for ECG monitoring. Dispose of contents/container in accordance with the local/regional/national/international regulations; therefore, this event is being reported due to potential use error.